Event description:
During a colon sigmoidectomy using a hand controlled monopolar bovie on 1/26/98, dr was using the bovie on this case with another dr. Rptr changed the bovie pencil because the first one was contaminated. Rptr tried to reset the coag to 20, but it would not reset. Rptr turned the power off and back on, it then reset to 20. Dr used it and the machine reset itself to 75. Rptr then changed the bovie pen again, to make sure it was not the problem. At this point, it would not reset. Rptr went through the same process, by turning the power off and on, reseting it to 20. After the dr used it once, it again reset to 75. At this point, rptr got another machine from room 3, and took this machine out of service.